Manufacturer narrative:
The microcoil system was handled at an unknown location post-procedurally for inspection and photos which may have produced additional damage. Located 11.2 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath. No mechanical sheath damage was found at the protrusion site. The coil stretched at the proximal section. Distal to the protrusion site the coil did not stretch. The coil¿s socket ring has been severely bent. The coil has compression damage distal to the protrusion site. The coil secondary shaping has been damaged from compression. Both the dried blood and the coil exhibit ¿snaking¿. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with one side elevated above the surface plane. The locking mechanism has resheathing tool indentations, compression, and stretching damage. No manufacturing defects were found. The evidence as received highly suggests that the most likely contributing factor to the coil becoming ¿stuck¿ and protruding outside the sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which severely bent the coil¿s socket ring, caused the coil to protrude outside the sheath, and produced stretching and compression damage to the coil. In this condition the coil cannot be advanced outside the introducer. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the likely cause of the event along with the additional coil failures is failure to follow procedural instructions outlined in the IFU. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that the doctor could not advance the deltaplush coil (dpl10020620/c30217) smoothly into the microcatheter (details unknown) and found out that it was stuck in the introducer. A photograph was provided detailing the introducer damage. The doctor checked again and the introducer position was correct however part of the coil was stuck in the introducer and part of the coil was found outside of the introducer. There was no significant clinical delay to the procedure as a result of the issue. The procedure was continued by changing to another coil (details unknown) and removing this coil. Failure analysis revealed that the proximal end of the coil was stretched and compressed.